Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsv4b8, (imp,tsv,4.1mm,sbm,8) for evaluation. Visual evaluation was performed, there was signs of use with bone debris on the external threads. No malfunctions detected that could lead to reported event. Device was measured with a caliper and matched print specifications. DHR review was completed for the subject lot number 1251429. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251429 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician inadvertently selected a length of implant that is too long for the depth of osteotomy prepared. However, a definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that during implant placement, it was not possible to complete the placement with the contra-angle so it had to be completed with ratchet wrench. While screwing the cover screw, the implant reached the nerve. Tooth site 36. Procedure completed with other implant 4,7 x8.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).